Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the hospital after receiving multiple inappropriate shocks due to noise. Conductor fracture was noted on the lead. The source of the fracture is unknown. A new defibrillation lead was implanted alongside the existing one. No further information is available.